Event description:
Iridex became aware of a patient experiencing conjunctival burn during treatment with a micropulse p3 delivery device. The doctor followed the instructions on the micropulse p3 IFU and stopped the treatment after this initial burn was observed. A definitive root cause could not be determined, and no additional information has been provided by the clinic or treating physician. Engineering failure analysis could not be performed because the device was not returned for evaluation. Iridex will continue to follow-up with the doctor for information regarding patient recovery.

Event description:
Iridex became aware of a patient experiencing conjunctival burn during treatment with a micropulse p3 delivery device. The doctor followed the instructions on the micropulse p3 IFU and stopped the treatment after this initial burn was observed.

Manufacturer narrative:
This follow-up report is provided to update the following: 1)part b: b5 -product problem section was updated. 2) report c: is this a combination product - no. 4) part h: update to include that this a correction and additional information report 5) part d: updated this section with the UDI number. 6) part e: updates to the initial reporter section with information regarding the complainant. Note: patient information was not provided, therefore part a is not filled out.